Event description:
A customer reported she noticed a low battery icon message on her freestyle freedom blood glucose meter and as a result she was unable to test. The customer additionally reported she experienced symptoms of headache, sweatiness, blurred vision, dizziness, fatigue, seizure and loss of consciousness. According to the customer's report the medical event occurred on (B)(6), 2010 at 9 am. The customer was reportedly seen by a doctor who diagnosed her with hyperglycemia and treated her with insulin (sliding scale) and shots of b12 vitamin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the troubleshooting survey, it was identified by adc customer service that the battery of the customer's meter was low and they educated the customer the meaning of the low battery icon message. Although a reading of 141 mg/dl was reported it is unknown the device used to obtained such reading and if it was related to the medical event.

Manufacturer narrative:
The returned meter (B)(4) powered on with button press and strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.